Event description:
It was reported that: "the patient was ventilated with oxylog 3000 plus in the ambulance. The ventilator was connected to equipment holder and when the nurse removed oxylog from its holder, the oxylog fell on the patient's face and the patient got few scars. The patient's head was examined in the x-ray, no bleeding. The handle of the oxylog 3000 was not connected with crews. The ambulance staff checked the holder of oxylog and found out that both of the screws were missing. The other screw was found later on the floor."

Manufacturer narrative:
The investigation is ongoing. We will provide results in a separate follow-up report.